Event description:
It was reported that upon preparation for a coronary stenting treatment procedure, stent damage occurred. The 3.5x16mm veriflex stent was bent once it was removed from the hoop. There was no patient involvement and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the mid-section of the crimped stent was kinked. No other damage was visible along the length of the device. The balloon section of the device did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that upon preparation for a coronary stenting treatment procedure, stent damage occurred.the 3.5x16mm veriflex stent was bent once it was removed from the hoop. There was no patient involvement and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).